Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vag. Infection"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterctomy)/ supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, fatigue, headache and vaginal haemorrhage had resolved, the psychological trauma, vaginal infection and urinary tract infection outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, vag. Infection, uti, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs was received. New events abnormal bleeding (vaginal) was added. Date of insertion updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vag. Infection"), urinary tract infection ("uti"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterctomy)/ supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, fatigue, headache, vaginal haemorrhage and dysmenorrhoea had resolved, the psychological trauma, vaginal infection and urinary tract infection outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, vag. Infection, uti, fatigue, migraine, headaches. Essure insertion date provided in pfs : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-dec-2016: essure confirmation test (unspecified) total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event "dysmenorrhea (cramping)" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vag. Infection"), urinary tract infection ("uti"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, fatigue, migraine and headache had resolved and the psychological trauma, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, vag. Infection, uti, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- pelvic pain, abdominal pain,dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia, psych injury, vag. Infection, uti, fatigue, migraine, headaches. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.